Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples were visually checked and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: there was a "dent in side of the tube."